Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient had an infection at the ipg pocket site. The patient was treated with antibiotics for several weeks as well as packing of the wound. Physican felt infection was too bad, therefore, surgical intervention took place where the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.